Event description:
The customer contact reported low vacuum. On an unspecified date, the device was being used during a paracentesis procedure to remove excess peritoneal cavity fluid. It was reported that an unspecified access device was inserted into the patient. The male adapter of the access device was connected to an unspecified needle, which was inserted into the stopper of the device. After an unspecified length of time, the customer contact indicated that the device was filled with approximately 200-300ml. The volume of fluid that was expected to be removed from the patient was not specified. The customer contact reported that the device was replaced and the procedure was completed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.